Manufacturer narrative:
Add'l info has been requested and if rec'd will be provided on a supplemental.

Event description:
During the surgery using oasys on c1-c2, the surgeon damaged the vertebral artery when using a drill. Then the pt's wound was closed because he had massive blood loss. The pt had another surgery, at this time, the surgeon placed a bone graft on one side which the side va was damaged (no screws were placed).